Event description:
A depuy mitek sales rep is reporting that during a procedure using a lupine drill guide and drill bit, the surgeon noticed metal shavings fall into the pt. The shavings were suctioned out, there were no reported pt consequences.

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated. However, during drilling, when the drill guide is bent with a drill bit under extreme conditions causing the drill bit to rub against inner surface of the bent drill guide causing some metal shavings, the reported condition was duplicated. At this point in time the engineering design and the quality engineering teams are in the midst of developing some design changes to greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at mitek, it will be discarded as the reported phenomenon is acknowledged and is in the process of being addressed.